Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had power error detected alarms and blank display. The customer¿s blood glucose level was unknown. The customer reported that they had changed the battery got beeping power error detected and also had delivery stopped. It was reported that the blank screen, pump had not turned on and the display was flashing white. The troubleshooting was performed and was advised to insert new aa battery and the display returned after pump restart. It was reported that the power error detected recurred within a week of troubleshooting previous occurrence. The customer was advised that the pump will need to be replaced. The customer was advised to refer to back up plan per health care professional instructions. The insulin pump will not be returned for analysis.